Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had their pump in their pocket, sat down, and leaned on the pump, causing the touch screen to become shattered. In addition, many areas of the touch screen became unresponsive. Customer's blood glucose was 212 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.